Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 70 year old male in cardiogenic shock with a pre-existing left ventricle apical thrombus presented for impella support. The patient became mobile during support and then the thrombus was found at the cage of the pump. The pump was removed and a thrombectomy of the right femoral artery was subsequently performed to remove the thrombus. The patient was considered stable following the intervention.